Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.